Event description:
It was reported that a symptomatic patient presented to clinic after receiving inappropriate hv therapy. Upon investigation, the device reported an over current detection error. The rv lead was capped due to fracture. The device remains implanted and the patient was stable after the procedure.